Event description:
It was reported that there were telemetry issues. The reporter noted that the patient charged his device to full on the night prior to the report and saw 6 coupling bars on the bottom of his recharger. It was noted the patient had no other recharger at home. When the patient stood up on the morning of the report, he lost all stimulation. It was noted that there was no communication with the clinician programmer, implantable neurological stimulator recharger (insr), and patient programmer. The reporter noted that a short physician mode recharge (pmr) was performed and afterwards, a power on reset (por) was seen. It was further reported that the cause of the por was determined. The reporter noted that the patient was not charging properly and was not paying attention to the boxes below. It was noted that the patient was typically charging with no boxes colored in and as a result, the patient¿s battery went into overdischarge state. Intervention included a trickle charge and the recharging mode was resumed. It was noted an override of the por was done. No diagnostics were performed. The patient charged the battery to 100% and was receiving full therapeutic benefits.

Manufacturer narrative:
Concomitant: product ID 3998, lot# j0504276v, implanted: 2006-(B)(6), product type lead, product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 37746, serial# (B)(4), product type programmer, patient product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).